Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/04/2017 with the following findings: during investigation, all the keypad buttons were responsive to user input. The keypad was removed to find no defects to the button contacts. The pump was opened to find no defects to the keypad connector. The complaint of unresponsive keypad buttons was unable to be duplicated. Unrelated to the original complaint, the battery compartment was cracked traveling to the bumper pad.